Event description:
It was reported that the customer had unspecified cartridge issues. Cartridge changes were performed to address the issues. There was no adverse impact to the customer's blood glucose level.